Event description:
On (B)(6), 2009, the pt was implanted with the gore excluder aaa endoprosthesis and on (B)(6), 2009, the distal limb of the trunk-ipsilateral leg component was reported to be infolded causing 50% stenosis. The pt is asymptomatic and no further treatment has been planned.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted and images were sent to gore for review. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The images received confirmed that the distal end of the trunk-ipsilateral leg component had infolded, however, the cause of the infolding could not be determined with the available images.